Event description:
It was reported that during central processing, fenestrated bipolar forceps instrument had insulation damage. No patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling or misuse. Thermal damage to the yaw pulley is the affected adjacent component. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley between the conductor wire and distal clevis.

Event description:
Refer to h10/h11 for follow-up information.